Event description:
It was reported that the intermittent catheter had an uneven coating of hydrphilic surface, and some areas were dry, not slippery, before use.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: " apply pressure to the foil packet to release the water. Ensure all water is released from the foil packet. Hold package with printed side up. Tip package end-to-end three to six times to wet catheter. This movement is required so that the water transfers back and forth over the catheter to fully wet the hydrophilic coating." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the intermittent catheter had an uneven coating of hydrphilic surface, and some areas were dry, not slippery, before use.